Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 8 mmol/l at the time of the incident and current blood glucose was 16.3 mmol/l. The customer was treated with pump. The customer had symptoms such as nausea and vomiting. The customer stated that the approximate size of air bubbles was bigger than champagne size in the tubing and the reservoir. The customer performed high pressure test and resulted in no delivery alarm. The customer was advised that replacing the pump will not solve the issue of air bubbles. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The reservoir will not be returned for analysis.